Manufacturer narrative:
The MDR was filed inadvertently. In review of the file, the event has been determined not to be a reportable malfunction as initially reported. Further review of the file determined that the delivery system did not partially deliver the lens into the eye. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Lens not implanted. (B)(6). Device evaluation: the complaint unit was received and evaluated. The plunger component was observed in an advanced position. The cartridge was observed correctly engaged into the lower body of the pcb00 device. Visual inspection at 10x microscope magnification was performed. The lens of the preloaded system was observed stuck at the cartridge tip. There was indication that the device user was able to advance the lens from the storage chamber to the lens cartridge. The lead haptic was observed unfolded. The reported complaint issue was verified. Manufacturing records review: the manufacturing records for the device was reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. The dfu adequately provide the customer with information on proper device inspection before use. Conclusion: as a result of the investigation, there is no indication of a product malfunction or a product quality deficiency. The reported issue was verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that prior to twisting the pcb00 device for delivery of the intraocular lens, the haptic was already out of the plunger. The lens touched the patient's eye; however, there was no patient injury. No additional information was provided to abbott medical optics.